Event description:
It was reported that the external pulse generator had a broken case. It was indicated on the return paperwork that a calibration was requested as well. The generator has been returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases, two side bail covers and the ring cover were contaminated, the liquid crystal display lens was broken and the heart lead flex was damaged. (B)(4).